Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for partial retraction with the incident lot was not observed. The customer samples were manually retraction to evaluate retraction and lockout, and all samples fully retracted and locked out. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#891355 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It was reported that 2 bd vacutainer® ultratouch¿ push button blood collection sets experienced needle retraction failures -delay during use, resulting in a dirty needlestick injury to the device operator. The following information was provided by the initial reporter: material no. 367364, batch no. 8309855. Customer states that a female employee sustained an nsi after drawing a patient. She claims that the needle retracted into the device then re-emerged unnoticed and stuck her right finger. Another device malfunctioned the same way - no injury with the second device.

Manufacturer narrative:
Medical device type: jka, fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd vacutainer® ultratouch¿ push button blood collection sets experienced needle retraction failures -delay during use, resulting in a dirty needlestick injury to the device operator. The following information was provided by the initial reporter: material no. 367364 batch no. 8309855. Customer states that a female employee sustained an nsi after drawing a patient. She claims that the needle retracted into the device then re-emerged unnoticed and stuck her right finger. Another device malfunctioned the same way - no injury with the second device.